Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Describe medical/surgical intervention for pain including dates and results. Reason for mesh removal? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2012 and the mesh was implanted. Symptoms of stress urinary incontinence improved however, the patient developed a groin pain and requested removal of the mesh. The patient underwent a mesh removal on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure age = 58 years weight/bmi date and name of initial surgical procedure (B)(6) 2012 tvt and cystoscopy the diagnosis and indication for the initial surgical procedure? Urodynamically proven stress urinary incontinence and persisting symptoms despite conservative management what were current symptoms following the index surgical procedure? Onset date? Stress urinary incontinence more than 2 years other relevant patient history/concomitant medications previous subtotal hysterectomy then had pelvic floor repair and excision of cervical stump what is physician¿s opinion as to the etiology of or contributing factors to this event? Possible neuropathic pain describe medical/surgical intervention for pain including dates and results. Offered conservative management including gabapentin ¿ declined la & steroids into groins mesh removed on (B)(6) 2012 reason for mesh removal? Patients request to manage on-going groin pain what is the patient¿s current status? Recurrence of stress and urge incontinence with recurrence of symptoms of pain and she is being managed by the chronic pain team in the hospital additional information.